Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implanted pacemaker system experienced a syncopal episode due to loss of capture (loc) of the right ventricular (rv) lead. At the time, the implanted rv lead was replaced to resolve the issue. Nevertheless, approximately 16 months later the patient suffered a second syncopal episode and presented to the clinic due to chest pain. The system was interrogated and fluctuating impedances of the right atrial (ra) lead and rv lead as well as fluctuating capture thresholds on the rv lead were found. The system has only used non-boston scientific leads. A request was made to have data from this device analyzed. Boston scientific technical services (ts) analyzed the data and discussed the ra lead showed impedances changes from 500 ohms to 350 ohms. However, the changes in impedance align with episodes of true atrial fibrillation (af) and subsequent atrial tachy response (atr) and there were no out of range measurements. Ts noticed that in the weeks prior to the initial allegation the rv lead showed low amplitude and progressive decreasing trends in pacing thresholds and pacing impedance with measurements changing from 1400 ohms to 750 ohms. Also, an episode of loc in the rv channel was noticed during a pacemaker mediated tachycardia (pmt) event. In addition, 2 ventricular events showed high amplitude and noise. In person testing did not exhibited oversensing. Subsequently, the patient underwent a revision of the system. During the procedure, the leads showed no visible damage and presented normal electrical measurements when connected to a pacing system analyzer. The connections between the leads an the pacemaker header were correct, the assembly screws were screwed correctly and a tensile test showed no wobbling. As result, the physician suspected this pacemaker caused the clinical observations. The device was explanted and replaced. The new pacemaker showed normal and stable diagnostic measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected, all measurements were found within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings and the actual rate of battery depletion fell within an acceptable range. Intermittent pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with an implanted pacemaker system experienced a syncopal episode due to loss of capture (loc) of the right ventricular (rv) lead. At the time, the implanted rv lead was replaced to resolve the issue. Nevertheless, approximately 16 months later the patient suffered a second syncopal episode and presented to the clinic due to chest pain. The system was interrogated and fluctuating impedances of the right atrial (ra) lead and rv lead as well as fluctuating capture thresholds on the rv lead were found. The system has only used non-boston scientific leads. A request was made to have data from this device analyzed. Boston scientific technical services (ts) analyzed the data and discussed the ra lead showed impedances changes from 500 ohms to 350 ohms. However, the changes in impedance align with episodes of true atrial fibrillation (af) and subsequent atrial tachy response (atr) and there were no out of range measurements. Ts noticed that in the weeks prior to the initial allegation the rv lead showed low amplitude and progressive decreasing trends in pacing thresholds and pacing impedance with measurements changing from 1400 ohms to 750 ohms. Also, an episode of loc in the rv channel was noticed during a pacemaker mediated tachycardia (pmt) event. In addition, 2 ventricular events showed high amplitude and noise. In person testing did not exhibited oversensing. Subsequently, the patient underwent a revision of the system. During the procedure, the leads showed no visible damage and presented normal electrical measurements when connected to a pacing system analyzer. The connections between the leads an the pacemaker header were correct, the assembly screws were screwed correctly and a tensile test showed no wobbling. As result, the physician suspected this pacemaker caused the clinical observations. The device was explanted and replaced. The new pacemaker showed normal and stable diagnostic measurements. No additional adverse patient effects were reported. The device was returned for analysis.